Event description:
During a check-out procedure at the manufacturer's service center, a failure of the ventilator's lcd screen was observed. The device was not in patient use. The devices lcd display needs replaced to address the issue.